Manufacturer narrative:
This report is being submitted following retrospective review of historical rga returns conducted during quality system remediation. The device may have been returned under the prior rga process, not designating the associated complaint and is no longer available for physical evaluation. A retrospective complaint evaluation and MDR assessment were completed using available information and documentation. Procedures have since been revised to require complaint/MDR screening and appropriate device retention, when complaint returns are received. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a trained user requested to return the ilet due to perceived device performance issues, describing a pattern of variable glycemic control with highs and lows while the device was still in use. Symptoms included hyperglycemia and hypoglycemia. Outcomes included no reported alarms, hospitalizations, or medical interventions. Investigation included internal review of the complaint and coordination with field and accounts teams. Investigation of this case revealed an unclear clinical cause for the reported hyperglycemia with no identified device alarms or component malfunctions. It was concluded, based on previously established findings for similar reports, that the cause was unknown.